Manufacturer narrative:
The customer called technical support to report that the device powered on without user interaction. The customer also stated that the device received the update to the fourth generation power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) advised the customer of a possible faulty user interface (ui) printed circuit board assembly (pcba) and provided the customer with the part number and price of the replacement ui pcba. The rse also informed the customer to reference the latest version of the service manual (version t) for the repair. Per initial good faith effort (gfe) response, the customer performed troubleshooting and found that all connections were secured. The customer also did not discover any error codes in the event log and ultimately ordered the replacement ui pcba for repair. Per follow-up gfe response, the customer installed the replacement ui pcba and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per initial good faith effort (gfe) response, the customer performed troubleshooting and found that all connections were secured. The customer also did not discover any error codes in the event log and ultimately ordered the replacement ui pcba for repair. The customer stated that the replacement ui pcba has been received. The repair is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered on without user interaction. It was reported that there was no patient involvement at the time the issue was discovered as the device was removed from service. The customer called technical support to report that the device powered on without user interaction. The customer also stated that the device received the update to the fourth generation power management (pm) printed circuit board assembly (pcba). The remote service engineer (rse) advised the customer of a possible faulty user interface (ui) printed circuit board assembly (pcba) and provided the customer with the part number and price of the replacement ui pcba. The rse also informed the customer to reference the latest version of the service manual for the repair. The investigation is ongoing.